Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer did not provide a serial/lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
It was reported that a patient presented to the emergency department, subsequently had a urine hcg test done with a negative result. A blood sample was drawn, and a serum hcg was done with a positive result. Both tests were done using the above mentioned test device. The serum was then tested on the roche cobas e601 (electochemiluminescende immunoassay) for quantitative intact hcg + the beta subunit and the result was <0.100 miu/ml. The testing was done 2 days later with the same results. An aliquot of the sample was sent to our reference lab, who test hcg using an abbot architect, with a result of <1.2 miu/ml. The patient returned to the ER 2 weeks later and the same result pattern was observed. The patient is not taking any medications or dietary supplements. No further information could be obtained.